Manufacturer narrative:
(B)(4). Batch # 935a30. Additional information was requested, and the following was obtained: could you please provide the correct product code for the device involved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I have still not heard back from the surgeon where I have asked for the following information that you requested, I will chase this and get back to you when I have the information. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 935a30, and no non-conformances were identified.

Event description:
It was reported that the surgeon tried to fire the first echelon and the force to fire was really tough she didn¿t feel comfortable using it again so she opened a second echelon and had the same problem and third device was opened and it felt fine when firing.